Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer alleging insulin pump was under delivering. The customer¿s blood glucose level was 450 mg/dl at the time of incident. Customer reported that they were hospitalized due to high blood glucose on (B)(6) 2020. Customer experienced symptoms such as nausea and vomiting. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with injection. Customer¿s blood glucose level when admitted to the hospital was 400 mg/dl to 450 mg/dl. Customer stated that there was no leak or any air bubbles within infusion set. Customer was advised to change the infusion set, reservoir and insulin and to treat per their health care professional's instructions. The insulin pump will not be returned for analysis.